Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc and experienced deflation and capsular contracture with baker grade ii on the left breast implant. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 300cc on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received with no fluid. No foreign material was observed or on the shell surface. Upon receipt the device appeared intact and the fill tubing was returned. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water-soluble crystal-like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. A manufacturing record evaluation (mre) was performed for the finished device number 5915961, and no non-conformance's related to the reported complaint condition were identified. The complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).